Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00364.